Event description:
It was reported from (B)(6) that during service and repair pre-testing, it was observed that the motor on the battery reamer/drill device was seized, rough running and defective. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor was seized, rough running and defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.